Manufacturer narrative:
Corrected fields: h6. Device codes.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) has been exhibiting jumpy impedance issues out of range. Technical services (ts) was consulted and explained no noise was noted and further right ventricular (rv) lead testing was recommended. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) has been exhibiting jumpy impedance issues out of range. Technical services (ts) was consulted and explained no noise was noted and further right ventricular (rv) lead testing was recommended. The device remains in service. No adverse patient effects were reported.